Manufacturer narrative:
(B)(4).

Event description:
It was reported that low transmitter battery occurred. Data was evaluated and the allegation was confirmed. In addition, a failed transmitter error was present in connection to the reported allegation. The probable root cause was determined to be low transmitter battery voltage. No injury or medical intervention was reported.